Event description:
It was reported that (1) device was about to be used during a cholecystectomy. It was reported by the affiliate that the 512st gasket tore preop. Another instrument was used to complete the case. There was no consequence to the pt.